Event description:
Employee in labor & delivery experienced itching & red streaks up in the arm above the elbow. On 5/3/1999 she went to the dr & put gloves on. Red streaks up in the arm, touched face, swelling to eyes. Dr. Said it was the gloves.